Manufacturer narrative:
Two contaminated samples were received. Visual inspection of the sample with 10x magnification confirmed a pin hole in the tubing of each sample. Thirty seven non-contaminated samples received were submerged leak tested with no defects identified. An absolute root cause for this incident cannot be determined. Bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter malfunctioned. The phlebotomist performed venipuncture and as the tube was filling with blood she noticed that blood was leaking from 2 pin size holes in the tubing. This appeared approximately 6 inches from the distal end of the 12 inch tubing. No serious injury or medical intervention reported.